Event description:
It was reported that the customer received a sensor reading of 80 mg/dl when her blood glucose was 180 mg/dl, and the threshold suspend was going off. When the customer woke up the morning of the report, he had a high blood glucose of 325 mg/dl and he treated with a bolus. At the time of reporting, the customer's blood glucose was 182 mg/dl and the sensor glucose value 89 mg/dl. Insertion techniques were discussed. The customer stated he had noticed bent cannulas on the previous sensor. Calibration technique was discussed. When the customer pulled the sensor out of his body, it was slightly bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-56466.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors. 1 sensor failed per specifications due to no "isig" readings. 1 remaining sensor passed per specifications with accurate reading. However, found both sensors was received with bent cannulas, unable to confirm if the customer received the sensor in said condition due to customer returned opened and used.